Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that since they were implanted on (B)(6) 2023. The therapy hadn't helped their symptoms. Patient stated, manufacturer representative (rep) had been made aware the therapy hadn't been helping pretty early on and had to keep making adjustments for the patient. However, nothing helped their symptoms. Patient stated, then they decided to have an x-ray taken pretty recently this year (2024). And that's when, they found out the lead wasn't correct (that the lead hadn't been connected properly/wasn't connected to the right place in their bladder), so they had to do a revision to rewire about a month ago. Patient stated, they did the x-ray probably a month before they had a lead revision and that was when the rep had found out about the lead being in the incorrect place. The patient stated, that ever since they had the lead revised, the rep had been trying different settings for the patient. But now, the last change that the rep did on the settings had gotten to the point, where as soon as they felt like they had to go, they couldn't hold it in. And that there were even times when they didn't even know they were going to the bathroom. And it was coming out and they were urinating. The caller stated, they could be watching tv or doing something else and they would go to the restroom and look and their diaper was almost full already. And they'd never even felt it coming out. Patient stated, the problems were worse now than when the lead had been in the wrong place. The patient stated, they'd been trying to get a hold of the rep and that they'd left the rep a voicemail a couple of times, but hadn't heard back. Patient stated, the rep told them to call patient services to see if patient services could get in touch with the rep, if the patient wasn't able to get in touch with them. Patient services reviewed the role of patient services and the rep with the patient and redirected the patient to follow up with their managing health care p provider (hcp). But, sent an email to the rep to notify them of the patient's request. Patient stated, they wished they had done the x-ray sooner so they could have avoided all the multiple reprogramming sessions they had to endure. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 01-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently. Unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.